Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed pounds per square inch (psi). Did not occur. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The was no cause of the condition or any symptom or potential cause of the reported issue, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pound per square inch (psi) test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.